Event description:
A surgeon reported that following an uncomplicated intraocular lens (iol) implant surgery, the pt had clear vision until approximately (B)(6) days postoperatively. At that time, the pt reported a slight deterioration in the sharpness of his vision. At the (B)(6) week postoperative visit, the surgeon noted linear opacities in the lens upon examination. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Two photos were returned. It appears that the photos were taken under slit lamp examination while still implanted in the pt's eye. The returned photos were assessed and it appears that the iol has a scraped/scratched effect on the central optic zone; however, it is difficult to confirm product damage without eval of the physical product. No conclusion could be determined from the photo. Results from the product and batch history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. No determination could be made from the photographs provided by the customer. Based on the results from the product and batch history record, the product met release criteria. Additional info has been requested. (B)(4).